Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial)), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping)" pelvic/abdominal pain,bleeding- menorrhagia (heavy menstrual bleeding), nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial)), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: she received treatment for pain- dysmenorrhea (cramping)" pelvic/abdominal pain, bleeding menorrhagia (heavy menstrual bleeding), nausea. Most recent follow-up information incorporated above includes: on 10-sep-2019: new pfs received event ¿ injury¿ replaced with new events pain- dysmenorrhea (cramping)" pelvic/abdominal pain, bleeding- menorrhagia (heavy menstrual bleeding), nausea. Product indication was updated. Outcome of events pain from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.